Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working properly. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.